Event description:
Following an ercp/lithectomy procedure the physician used a wilson-cook web ii memory double lumen extraction basket. The basket was advanced into position and would not extend. A this time, the inner drive wire punctured the outer sheath near the handle of the device. No injury to the user or the pt was reported.